Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. In (B)(6) 2012, the patient called baxter due to an unknown problem with the home choice machine. The patient was advised to change the whole set because it was considered to be contaminated. The nurse did not have any more information about the problem with the home choice machine or how the contamination occurred. The patient developed the onset of abdominal pain 1 or 2 weeks after the call to baxter, and she did not seek treatment for the abdominal pain until (B)(6) 2012. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was started on unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance (gpv) from a nurse regarding this event. On (B)(4) 2012 (previously reported as (B)(4) 2012), the patient was diagnosed with and hospitalized for peritonitis manifested by abdominal pain. On an unreported date, the patient recovered from the peritonitis. Should additional information be received, another follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12d26011, h12c22079 and h12b22022 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.